Event description:
It was reported that a patient who was recently implanted with vns, had rejection of the device with hyperemia and pruritus around the generator. The patient is planned for explant surgery. Device history record for the generator and lead were reviewed and both devices were hp sterilized prior to distribution. No known surgery has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event, patient code, corrected data, initial MDR inadvertently omitted details of the device extruding.

Event description:
An image was provided that showed a section of the device extruded from the open wound.

Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
Cultures were performed and gave negative, the patient was oriented and there was no manipulation at the surgery site. The patient did have a full explant. Device return is not necessary as the root cause of the event is not believed to be related to the device itself. No additional or relevant information has been received to date.